Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm reading was 194 mg/dl and the patient was feeling weak and dizzy. He took a bg reading which was 35 mg/dl. The wife treated the patient with glucagon. The bg reading increased to 84 mg/dl and the patient started to feel okay. They called 911 just in case. Paramedics did not provide any treatment. Paramedics monitored the patient and ensured he was stable. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.